Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd emerald¿ syringe there was an issue with the tip of the syringe had ink and mold on it.

Event description:
It was reported with the use of the bd emerald¿ syringe there was an issue with the tip of the syringe had ink and mold on it.

Manufacturer narrative:
Investigation summary: bd has been provided with a picture of the affected sample. After the evaluation of the returned sample, bd confirmed the reported issue, and identified the foreign matter as embedded contamination in the syringe tip. A DHR was not performed as the lot number is "unknown" for this complaint. Conclusion(s): after analyzing the picture of the affected sample provided to the manufacturing site for evaluation, bd could see the reported foreign matter and confirm the reported issue. The embedded particles defect was produced in the screw of the injection molding machine. Due to the high working temperatures (about 300ºc), different gases are produced inside the mold. During normal production these gases are expelled through some conduits, outside the mold cavity. In this case the expulsion was not done correctly and some gases remained in the mold cavity and produce the burnt syringe piece.